Manufacturer narrative:
Ge healthcare troubleshooting the reported event with the customer. Customer declined ge healthcare service. No further repair information available. No patient information provided after calls to customer on (B)(6) 2020. (B)(4).

Event description:
The hospital reported the unit shutdown during a case. The patient was switched to manual ventilation. There was no report of patient injury.